Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history review (DHR) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that the "no disposable" alarm continues to go off. The patient is able to remove the cassette and tap it to disperse the air bubbles in the line and then restart it. The pump runs for 3-5 minutes and then the alarm goes off again. The pump is alarming "no disposable" pump won't run. The pump was silenced, settings reviewed and clamp closed. The cassette was removed and gently tapped it and massaged the tubing no flow stop. The cassette was replaced and opened the clamp. The pump was restarted. The pump says run but keeps alarming. The pump was stopped, closed clamp and removed the cassette. Again, tapped the cassette and massaged the tubing. Replaced the cassette and opened the clamp. Started the pump. The pump is running and no alarm. There was no patient injury reported.

Manufacturer narrative:
H4: correction: device manufacturing date: 20-sep-2005.